Manufacturer narrative:
(B)(4).

Event description:
It was reported that the upon interrogation while still in the box, the pulse generator exhibited a diagnostics anomaly. It was noted that the device had been exposed to extreme cold temperatures. The device was restored to normal function.